Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the patient underwent initial surgery with znn cmn lag screw on (B)(6), 2016. During removal of nail on (B)(6), 2017, the head of the lag screw was broken and not able to explant the znn nailing system. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: a cortical screw, a set screw and a broken piece of the lag screw tabs were returned for investigation. The cortical screw and set screw do not show any relevant abnormality. The broken piece shows that one of the lag screw tabs was broken. It is unknown if both tabs were broken or only the returned one. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique: "to remove the lag screw it is not necessary that the set screw is completely removed. Turn the set screw two turns backwards and make sure that the set screw is still engaged in the threads of the nail. It is recommended to use the lag screw cannula as guidance for the lag screw inserter while removing the lag screw. Assemble the lag screw inserter through the lag screw cannula into the lag screw. Use the compression device to push the lag screw cannula to the bone. Make sure the lag screw inserter is fully seated. Hand tighten the lag screw inserter with the 3.5mm hex screwdriver. If a secondary option is needed to remove the lag screw, the cm lag screw extraction device ref (B)(4) can be used. To use the cm lag screw extraction device, align its axis with the axis of the cm lag screw that is being explanted. The conical thread of the cm lag screw extraction device should then be engaged and rotated in a counter-clockwise motion into the exposed lateral threads of the cm lag screw that is being explanted. The rotation direction is counter-clockwise as the cm lag screw extraction device utilizes reverse-cutting flutes to enable mating to the cm lag screw. While rotating, a constant axial force must be applied to maintain the tool driving into the cm lag screw thread. While continuing to rotate the cm lag screw extraction device counter-clockwise, the cm lag screw that is being explanted will unseat from the bone and can be removed". Review of biocompatibility specification: in accordance with iso 10993-1 (2009) the zimmer natural nail system - cephalomedullary nail (cmn) is categorized as "implantable devices" with "tissue/bone" contact for more than 30 days (c - permanent). Biocompatibility evaluation aims to assure that the implanted device does not induce any kind of unexpected body reaction during the life time of the implant. For the biocompatibility evaluation of the zimmer natural nail system - cephalomedullary nail (cmn) we followed the guidelines of the iso 10993-1. Root cause determination using rmw: - lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping => possible, it is most possible that the user did not fully connect the inserter with the lag screw. Conclusion summary: patient underwent initial surgery with znn cmn lag screw on (B)(6), 2016. During removal of nail on (B)(6), 2017, the head of the lag screw was broken and not able to explant the znn nailing system. The correct removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. There are possible causes for the breakage of the lag screw tabs during the removal of the znn nailing system: ¿ if the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which lead to a fracture of this section. ¿ excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a removal case. The removal of the znn nailing system was done after 12 months. ¿ pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). However, based on the given information and the results of the investigation, a specific root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn lag screw, 10.5 mm, 85 mm on an unknown side on (B)(6), 2016 and the patient underwent revision surgery on (B)(6), 2017 for nail removal. During the nail removal, the screw head broke. The surgery has been consequently postponed and the nail impossible to remove. It is unknown if a further revision surgery occurred.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cpm lag screw ti sterile on an unknown side on (B)(6) 2016. During surgery to remove the nail on (B)(6) 2017 the screwhead broke.